Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all 16 drawers were not detected on the bus. Upon arrival, the field service engineer (fse) found that cubies a1 and a3 had failed. The customer was able to recover both pockets without any issues. The customer ran an inventory of the entire drawer, and no issues were found. The station was rebooted, and the application was launched and verified with no issues. All functionality was tested, and the system tested successfully. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all drawers had not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.